Manufacturer narrative:
This report includes device explant information.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity, and exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) indicated that this is likely a valid remote monitoring disabled due to the loaded voltage being under 2100 mv and recommended device replacement. At this time this pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity, and exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) indicated that this is likely a valid remote monitoring disabled due to the loaded voltage being under 2100 mv and recommended device replacement. At this time this pacemaker remains in service. No adverse patient effects were reported.